Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas e 801 analytical unit. The initial result was 6.9 coi (reactive) the repeat result after high-speed centrifugation was 7.2 coi (reactive). The hepatitis b core antibody (hbcab) result was 2.05 coi (negative). The result using the domestic kemei chemiluminescence analyzer was 0.01 s/co (negative). No erroneous results were released outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The provided calibration and qc data were within specifications. The analyzer alarm trace contained "sample clot detection" on several days; however, it is not known if this correlates with the patient sample discrepancy. The investigation determined that the event was consistent with a sample-specific issue and the elecsys hbsag ii assay performed within specification. Per product labeling for the assay, the specificity is less than 100% and for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.